Event description:
It was noted that the implant was intact upon removal.

Manufacturer narrative:
It is unclear what happened in this case with the provided info. It is not clear whether the implant was placed far enough posteriorly at the time of implantation or if it moved in-vivo. This implant has been shown to withstand normal physiologic loading in the cervical spine and the proper insertion technique is extensively covered in the technique guide as well as in mandatory surgeon training. The design risk assessment was reviewed and was found to be adequate for the intended use. A device history records review has been requested.

Manufacturer narrative:
Device used as treatment. The raw material and device history records were reviewed and no nonconformities were found. The review of the records shows that the parts were processed within specification.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information from received questionnaire.

Event description:
It was reported to synthes: surgeon performed a prodisc-c removal it was reported that the prodisc-c implant was removed from level c5-6 because it was coming out of the vertebral bodies. Subsequently, the surgeon performed a fusion on the pt following the implant removal.